Event description:
At the doctor's consulting rooms two weeks after the placement of the device in a very deep wound - (peritoneal abscess), while trying to remove the catheter, it snapped. A portion of the device remained inside the pt. (A straighter to flatten the malecot wings was not used during the attempted removal). The pt was brought into the hospital to attempt to find the broken piece of the catheter that remained inside the pt. This attempt was not successful. On (B)(6) 2010, an MRI was conducted, and the broken piece of the catheter was successfully removed.

Manufacturer narrative:
The winged portion of the malecot catheter was received noting the point of separation to be a clean separation. The device has been returned to the supplier for a complete eval of the area of separation and upon receipt of the results, the info will be forwarded.